Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that two seps kits, both lot number 096125612, were used for draining a bilateral subdural hematoma. Twenty four (24) hours later the patient developed tension pneumocephalus. The patient was taken back into the operating room and the seps ports were removed and burr hole drainage with irrigation was performed. It was also reported that there were no issues with the seps products. The neurosurgeon did not feel the event was related to the seps kits.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.